Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the power connector of the image processor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7600 system was unable to fluoro. The monitor will not display anything but horizontal scrolling lines through out the screen. There was no report of patient injury.